Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited p-wave oversensing on the right ventricular (rv) lead, which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. Boston scientific technical services (ts) discussed the distal coil on rv lead was likely to close to the atrium and repositioning the lead was the best long term option. The physician decided to reprogram the sensitivity to 1.5mv which resolved the issue. This rv lead remains in service. No adverse patient effects were reported.